Event description:
Caller stating the prime meter is reading extremely high. Stated his mother went hypo because the prime meter was reading 30-40 points higher than her actual value and he had to rush her to the hospital. Was using the contour meter and it was always read lower than the prime meter. When they started using the prime meter, they increased her meds based on the higher readings which led to her hypoglycemic condition. Stating the meter gives false results and if someone is diabetic, 75 yr old and over medicates based on incorrect results, they won't wake up the next day. Wants a refund. He stated he will file a device complaint on the FDA website. Call transferred: received transfer call (B)(6), but customer did not have time to give details on (B)(6). On (B)(6) 2012, made contact. Customer started seeing her readings were higher than normal, so she increased her meds. She has to take daily diabetic medication; metformin, glyburide and vildagliptin. On (B)(6) 2012, after dinner, she felt dizzy. She was feeling uncomfortable and couldn't stand. She then asked her son for sugar because she felt her blood sugar had dropped. She took 2 glucose sugar tablets. The next day, they were unsure why she felt the way she did. She went to the doctor and they found out her sugar was in the normal range. She went to (B)(6) to return the meter, then after that, she was informed they could not accept it, then they called arkray. Called customer to collect details of the incident and he was highly upset, stating he filed a complaint with the FDA and doesn't want to give me any more information. He wants a refund and also control solution to test the relion prime meter. Sending prepaid return label.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.